Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance high out of range. Further advised from technical services (ts) was requested. Ts reviewed the information and discussed this rv lead is attached to a competitor device, therefore, as this is a hybrid system, there is no evidence on the system performance and no recommendations to provide. The lead remains in service. No adverse patient effects were reported.